Manufacturer narrative:
(B)(4)

Event description:
It was reported that a confirmed pump motor stall was noted in the event logs with no motor stall recovery recorded. The pump was alarming and the patient was having withdrawal symptoms. It was unclear what drug was in the pump. Treatment options were being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.